Manufacturer narrative:
Product complaint # (B)(4) d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - when did the sutures break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unk - please specify below, by product code and lot number, the number of devices that demonstrated the alleged deficiency: product code j566g, lot 1071h7:unk, product code j566g, lot 107b25: unk. Additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 1071h7, 107b25 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The operating room staff said that suture broke frequently. The details are unknown, and the actual product has been discarded. The quantity of each lot number is unknown. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device 107b25 / j566g batch number, and no non-conformances were identified. Expiration date: feb/28/2030 date of mfg.: mar/27/2025. A manufacturing record evaluation was performed for the finished device 1071h7 / j566g batch number, and no non-conformances were identified. Expiration date: feb/28/2030 date of mfg.: mar/11/2025.